Manufacturer narrative:
H3 other text : device was returned to third-party service center.

Event description:
The manufacturer received information in relation to a dreamstation bipap pro. There was no report of serious or permanent harm or injury. During evaluation of the device at a third-party service center, the device logs were downloaded and 53 error was found. Smoke contamination was found. No other problems were detected. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.